Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Troubleshooting for blank display was performed. Customer advised when they place new batteries into the device they drain quickly and the insulin pump shuts off. Customer advised batteries last about two days. Customer was sent a replacement battery cap and it did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.